Event description:
(B)(6) call center reported pt's death. No add'l info was provided. Unilateral primary osteoarthritis, right knee. Frequency: once. Therapy start date: (B)(6) 2016; therapy end date: (B)(6) 2018.